Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a biliary stenting procedure. According to the complainant, resistance was experienced while attempting to deploy the stent. The inner catheter was pulled back without change and stretched. The stent was deployed by pulling the inner catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.